Manufacturer narrative:
Per the dexcom g6 user guide - taking higher than the maximum dose of acetaminophen (e.g. > 1 gram every 6 hours in adults) may falsely raise your sensor glucose readings.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl. The customer went to the emergency room and was subsequently hospitalized. It was reported that the control-iq algorithm increased basal in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 190 mg/dl, and the meter bg reading was 70 mg/dl. As a result of the auto-bolus, customer's bg level lowered to 30 mg/dl. Bg was addressed via intravenous saline, and consumption of glucose tablets and carbohydrates. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained. Reportedly, the customer took over 1,000 mg of acetaminophen. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.